Manufacturer narrative:
(B)(4). Concomitant medical products: 113630, comprehensive humeral stem¿mini, 649580; 118001, versa-dial taper adaptor, 800680; 113042, versa-dial humeral head, 641150; 113954, modular hybrid glenoid base, 255580. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07630; 0001825034 - 2018 - 07631; 0001825034 - 2018 - 07633; 0001825034 - 2018 - 07634. Patient not revised.

Event description:
It was reported that the patient had an initial comprehensive total shoulder procedure. Subsequently, one day following the primary procedure, the patient experienced near syncope/dizziness due to an episode of bradycardia. No additional patient consequences were reported.

Event description:
Upon reassessment of the reported event,  this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2015-02712.

Manufacturer narrative:
Upon reassessment of the reported event,  this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2015-02712.